Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a procedure, approximately three threads of the screw broke when the surgeon went in to cut the suture. The surgeon removed the broken fragments and left the anchor in the patient. No additional information provided. Additional information requested. Additional information provided 7/29/2021: the procedure being performed was a rotator cuff. The case was completed by leaving the remaining of the anchor in the shoulder, as it still held.